Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in manchester, united kingdom. The affected unit has been replaced with a loner one. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp gave an error message related to its failure ("arterial clamp is defective") during priming. There was no patient involvement.

Manufacturer narrative:
H11: the unit has been installed since 2017 and the analysis of the complaints database did not reveal further similar reported incidents. Based on livanova technical intervention, the most likely root cause of the reported event has been assigned to a defective hall sensors located in the electrical remote-controlled tubing clamp (erc) stator.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H 11: the complained erc has been investigated. Initial test run of the device could reproduce the reported error. Erc was cleaned and disinfected, visual check did not identify any issue. To solve the issue, the clamp housing rear and the stator with sensor board have been replaced and preventive maintenance was completed. Technical safety inspection and rest run after activities were performed satisfactorily and unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.